Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 ultra resilia was to be implanted in the aortic position via left-transfemoral approach using a 14fr esheath+ and 26mm commander delivery system. During insertion of the valve into the strain relief portion of the sheath, the physician felt resistance. The angle of the sheath was readjusted, and the valve was able to advance through the sheath. As the valve exited the distal tip of the sheath, a bent valve strut was seen on the distal portion of the valve. After failed attempts to pull the valve back into the sheath, the decision was made to deploy the valve. The valve was deployed successfully. The bent strut remained after valve deployment. The delivery system was able to be withdrawn into the sheath and the devices were removed as a single unit. Small nicks were noted on the tip of the sheath from the attempts made to remove the valve through the sheath. A dissection flap of the ascending aorta was noted on tee; however, no interventions were performed. Blood transfusion was not required. The patient remained stable and was discharged on post operative day 2.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The 26mm sapien 3 ultra resilia valve remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided by the site, and the following observations were made: the crimped valve was out of the sheath and one (1) strut bent outward approximately 180 degrees at the inflow side. One (1) strut remained bent during valve deployment. One (1) strut remained bent on inflow side post-deployment. Presence of calcified and tortuous left-access vasculature. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported valve frame damage was confirmed based on the provided imagery. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, resistance was encountered during the delivery system with valve through the sheath, and the sheath angle was readjusted prior to observing the valve bent strut. It is possible the valve interacted with the sheath and excessive force was used to overcome the resistance felt. Excessive manipulation or high push force can lead to the valve struts interaction with the sheath shaft and result in the strut damage at the valve inflow side observed. As such, available information suggests procedural factors (excessive manipulation, high push force) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.